Manufacturer narrative:
This report is filed on november 13, 2017.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017 due to poor performance and non-use of device.